Event description:
International complaint coordinator reports one incident of pt reaction with the psn 170 dialyzer. Incident occurred at the start of the pt's treatment. The pt instantaneously began sneezing, with nasal congestion and flushed cheeks. Treatment was discontinued and blood was returned to the pt. The pt was given 50mg IV hydrocortisone and 5mg ventolin via nebulizer. Treatment was resumed with a different membrane and completed without further incident.